Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass, however device received with corroded electronic assemblies. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing screen. The customer¿s blood glucose level was unknown. Customer stated that cracked at battery compartment. Troubleshooting was performed for damaged. The customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.